Event description:
Additional information received reported that the manufacturer representative called the patient and left a message for them to call them back. They had not received a response and if they did receive a call from the patient they would update their information.

Event description:
It was reported that on (B)(6) 2014, a patient hit his back fairly hard, there was a patient injury, and the patient wanted to know if this could cause the leads to move. It was noted that the patient had a loss of therapeutic effect and felt like the stimulation may not be managing his symptoms as effectively as before. It was reported that the patient ¿may just be paranoid¿ and it may be in his mind. It was noted that the patient was still feeling stimulation in the same location. Three days later, it was reported that the patient spoke with a manufacturer representative and a meeting with the doctor¿s staff would be arranged. Two days later, it was reported that the patient was seen on (B)(6) 2014, impedances were tested, and nothing had changed since the implant. It was noted that no thresholds had changed and one program was changed to unipolar on the first electrode. It had previously been on 0 and 3 but was changed because on that setting the amplitude had to be turned up high. It was noted that there were no new impedances at all, symptom control was good, and the patient was not having any issues. The reporter stated that if the lead had migrated impedances would have been different. It was reported that neither the manufacturer representative nor the physician think there was a migration or any other issue. The physician considered the matter resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was trying to see about setting up a time with the manufacturer representative to optimize their settings. The patient's frequency at times returned and they wanted to see if they could find another program that could reduce their symptoms and to see if there could be some changes to make it more effective. It was noted that it had been about 3 weeks that the changes in frequency had been noticed and came in waves. Every time the patient called their health care provider (hcp) they got referred back to the manufacturer and the patient had been specifically asking about facilitating with the manufacturer representative. It was reported that the manufacturer representative would give the patient a call and that they had met with the patient at the hcp's office before.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2014, product type lead. (B)(4).